Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36" and unk "pacer" and "defib" fault messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
During information functional testing, the device displayed defib disabled and pacer disabled messages. The malfunctions were attributed to a faulty control board flex cable. The control board flex cable was replaced to correct the reported problem.